Event description:
It was reported that the mega suturecut needle driver had a broken cable. There was no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified during the second robotic case of (B)(6)2024. There were no issues related to the motion of the instruments. There was no missing material, therefore, there was no fragment that fell into the patient. There was no injury reported by the customer. The procedure was completed robotically. There were no delays to the procedure due to the reported issue with the instrument. There was no photographic images or videos for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.